Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed in the manifold was not available. The device was a bsc synergy ii des 2.50 x 20mm as the device including hypotube, lasercut region, distal shaft, balloon and stent (including stent struct confirmation) and tip were consistent in appearance with a bsc synergy ii des. The crimped stent length and crimped stent diameter of the retuned device were consistent with a synergy ii des 2.50 x 12mm. A visual and microscopic examination of the stent found no issues with the stent. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The crimped stent length was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft, as well as a shaft break located 123.7cm proximal to the distal tip measured at the site of the missing manifold. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion kink, and corresponding corewire kink, located 24cm proximal to the distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12mar2020. It was reported that crossing difficulty was encountered. The 85% stenosed target lesion was located in the severely calcified left anterior descending artery. Following pre-dilatation, a 2.50x20mm synergy stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed hypotube detachment.